Manufacturer narrative:
While performing a review of complaint file (B)(4) it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-05667 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown the device was received for evaluation. Started with a visual inspection, then the tank was filled with water, temperature was checked, plugged in line cord, and turned on the power switch, the functional testing duplicated the customer¿s reported problem. The root cause of the issue was a cracked water tank cover. The water tank cover was repaired.

Event description:
It was reported that the there was a crack in the reservoir cover causing a leak. There was unknown patient involvement, and unknown harm reported.